Event description:
The user facility reported that the device shredded skin. Received additional information on 06/24/2008. The surgical team revealed that there was no patient injury, but the initial graft was not acceptable; therefore, they had to enlarge the graft site to obtain an acceptable skin graft.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.